Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer thought that on multiple occasions, the insulin was not being delivered and there was no occlusion alarm. The customer's blood glucose (bg) level was in the 400 md/dl range and insulin injections were used to address the high bg level. As these events occurred in the past, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause. The customer indicated that the pump was functioning properly at the time cts was telephoned.